Event description:
A male patient (wrb-15), who received op-1 putty for an unknown indication, experienced serosanguinous drainage at the upper portion of the wound, mild swelling at the superior aspect of the wound, mild erythema around the stitches, some pouching at the top of the incision, and pain in the back and left hip over the region of the greater trochanter. The surgeon did not suspect the events were related to the use of op-1 putty. The events were deemed nonserious.